Event description:
A (B)(6) male patient contacted zoll customer support to report that dropped his battery charger/modem, and now it will not power on. The patient was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (will not power on) was confirmed. As received, the charger/modem was found to have defective components. The flash memory chips (components u102 and u105) were corrupt and needed to be replaced. The root cause of the defective flash memory cannot be positively identified but may have occurred when the patient dropped his battery charger/modem. No adverse events resulted from the defective flash. The patient received a replacement battery charger/modem.